Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported that pump was worn against the skin. Customer reported feeling sick due to high bg. Customer's blood glucose (bg) was 250 mg/dl. Elevated blood glucose was address with manual injection. System check was performed with tandem technical support and no issues were identified. Customer resumed insulin delivery.